Event description:
It was reported that while using the bd instrument max clinical the door damper was loose. There was no impact. The following information was provided by the initial reporter: customer problem: hood damper needs to be replaced.

Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a complaint of "hood damper" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was tighten the damper, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular use. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined based on the provided information. DHR review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while using the bd instrument max clinical the door damper was loose. There was no impact. The following information was provided by the initial reporter: "customer problem: hood damper needs to be replaced"